Event description:
Customer's family member reported customer received a glucose reading of 114 mg/dl from their freestyle freedom. Customer's family member reported customer experienced symptoms of hypoglycemia and suffered with a seizure. Paramedics were called and obtained a reading of 23 mg/dl with their hcp meter. Customer was being treated with glucose intravenously. Although the reported readings fell in the "d" zone when potted on the parkes error grid, the readings reported are not a valid comparison since they are from two different meters. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.